Event description:
On (B)(4) 2010, abbott point of care was contacted by a customer who reported the I-stat g3+ cartridge yielded a pco2 result of 61.3 mmhg, sample collected 09:51, received 10:02 on (B)(6) 2010. New sample tested using I-stat g3+ cartridge yielded a pco2 result of 49.7 mmhg, sample collected 11:47, received 11:53 on (B)(6) 2010. Based on the info at the time, there was no injury associated. Lot number not provided by the customer, a search was conducted of lots received by the customer: r09283, exp: 05/28/2010; p09315, exp: 06/28/2010; p09346, exp: 07/28/2010; t09352, exp: 08/14/2010.

Manufacturer narrative:
(B)(4).